Manufacturer narrative:
Concomitant medical devices: 419688, lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his-bundle lead exhibited no capture. The rv his-bundle lead was capped and replaced. No patient complications have been reported as a result of this event.